Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and thick septum for a mitraclip procedure. During the procedure, difficulty was encountered while advancing through septum using steerable guide catheter(sgc). A kink was observed in fluoroscopy. Soft tip was observed damaged. The sgc was removed from the anatomy and kink was confirmed at the back table. A stent was deployed instead of angioplasty balloon. Stent was removed from anatomy using snare method. A redo procedure was scheduled on (B)(6) 2025. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported failure to advance (septum) or deformation due to compressive stress (soft tip). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported failure to advance and deformed soft tip could not be conclusively determined. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 07 october 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) and thick septum for a mitraclip procedure. During the procedure, difficulty was encountered while advancing through septum using steerable guide catheter (sgc). A kink was observed in fluoroscopy. Soft tip was observed damaged. The sgc was removed from the anatomy and kink was confirmed at the back table. A stent was deployed instead of angioplasty balloon. Stent was removed from anatomy using snare method. A redo procedure was scheduled on (B)(6) 2025. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.